Event description:
The information received from the (B)(4) study clinical evaluation committee (cec) indicated that the cec agreed with the coding of death neurologic. The complaint received states that this (B)(4) study patient underwent carotid artery stent implantation and approximately two months post index procedure died from neurologic etiology. The index procedure was performed to treat an ostial left internal carotid artery lesion. The site reported a 0% residual stenosis and no reports of difficulty were received. The pre- and post- procedure stroke scales were unchanged. The pateint was discharded the next day on an anti-platelet medication regimen. The 30 day follow up visit reported a stroke scale of 0. No death certificate was able to be procured.

Manufacturer narrative:
Intraprocedure: heparin, pre-procedure, post-procedure and discharge: aspirin and clopidogrel. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient underwent carotid artery stent implantation and approximately two months post index procedure died from neurologic etiology. This was an (B)(6) patient with medical history including throat cancer, prior endarterectomy and smoking. This patient met the high-risk criteria of age greater than (B)(6). (B)(6) 2009, the index procedure was performed to treat an ostial left internal carotid artery lesion. The site reported a 0% residual stenosis and no reports of difficulty were received. The pre- and post- procedure stroke scales were unchanged. The patient was discharged the next day on an anti-platelet medication regimen. The 30 day follow up visit reported a stroke scale of 0. Report was received regarding the patient's death in (B)(6) 2009. An investigator received information suggesting it was related to the patient's cancer; however, no death certificate of confirmation was able to be procured. As the death cannot be disassociated from the device, it has been captured and a neurologically related death. The stent remains implanted thus unavailable for analysis. The product was not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14020341 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient was of advanced age and had multiple medical conditions that may have contributed to the reported death.